Manufacturer narrative:
Philips has investigated this complaint. When the c-arm stopped moving, the customer checked if there were any obstacles that could have stopped the c-arm to prevent a collision. No obstacles were found. The customer tried to continue using a 2d scan, but the system could not be moved. The situation was resolved by manually pushing the c-arm and restarting of the system. After the reboot, movements were available and the procedure was continued. This resulted in approximately one hour delay of the procedure. Analysis of the log file by philips showed that the system c-arm propeller movement went beyond the 120 degrees limit. When the c-arm moves beyond 120 degrees, motorized movements are no longer possible. To enable motorized movements again, the c-arm has to be moved manually to <120 degrees position.

Event description:
It has been reported to philips that during cerebral thrombectomy stroke treatment the c-arm stopped moving causing a delay in procedure. The procedure was completed on the same system. No harm to patient or user has been reported to philips. Philips has started an investigation for this complaint.